Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16688645. Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 16241011.

Event description:
It was reported that the patient was no longer getting adequate pain relief. The patient underwent an explant procedure. The explanted devices were not returned to bsn.